Event description:
It was reported the colonovideoscope experienced a connection error displayed during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
E1 facility name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation there is cause not established that lead to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.